Event description:
It was reported to philips that the allura device would not x-ray. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the flat detector. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned treatment/non-emergency treatment procedure when the issue occurred. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not x-ray. Upon further troubleshooting actions, the fse found that the communication between the frontal flat detector and the fd controller was not stable. The flat detector gave a black image. The fse replaced the detector pixium 4800. After replacement of the detector pixium 4800, the system was returned to use in good working order. The codes were updated based on the investigation outcome.